Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that the insulin pump felt hot and began to vibrate and beep. Customer also confirmed that the device had recently been exposed to high temperatures. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump received with button error alarm and no act button response due to corroded keypad traces. Unable to perform the displacement test due to no button response. Pump was monitored and no unexpected heating up alert tones or beeps occurred. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, and broken belt clip slot.